Manufacturer narrative:
The investigation into the reported pump stop was completed. The device was returned for evaluation. Functional testing of the pump passed. Upon further evaluation it was noted that the site had navigated to the ¿settings/service¿ menu, but surgical mode was never selected. Based on the available information, the most likely root cause was use error. Impella 5.5 IFU. "Maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 69-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced a pump stop. The device was placed using the appropriate size graft. The team noted when cross clamping after direct placement to place the device into surgical mode on the automated impella controller (aic), the pump would not go to p-0, and allow for surgical mode to be an option. After multiple attempts to place into surgical mode, the device was successfully exchanged for a new one. There was no reported harm to the patient.